Event description:
A customer reported an issue with the speaker and vibrate function of their pump. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.